Manufacturer narrative:
No evidence to suggest that the infusion error was device related - user error/calculation error.

Event description:
Pt being treated for post operative pain mgmt following laparotomy to repair perforated doudenal ulcer became oversedated. Drugs-morphine 90 mg in 45ml saline-pump settings. Drug concentration 2mg/ml; pca bolus 0.5mg, lockout time 6 mins. Four hr limit 20mgs; pca obs recorded at 18:30hrs indicate a respiratory rate of 18 breaths per minute, a pain score of 0 (0-10 verbal rating score of 3 (sleepy but rousable). Printout confirms a total of 58 demands of which 50 were good demands and indicates 28mg was the amount of drug used. Pt unable to use the handset and a pca dose admin printout confirms a total of 67 demands of which of drug used. Pt was oversedated and developed respiratory depression. Pt intubation and ventilated and transferred to ICU for further management.